Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was over-drainage, no further information.

Manufacturer narrative:
The valve was received in the return kit, submersed in an unidentified liquid. A visual inspection was performed. Scratches were observed on the outer housing but there were no other deformities. The progav valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.041 mm, ouside the tolerance of 0 +/-0.02 mm. A permeability test showed the progav valve is permeable. The progav valve was tested and is not adjustable throughout the normal range. The brake functionality test showed that the brake function is operational, however, the braking force cannot be measured due to the non-adjustability of the valve. To investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav valve is operating within acceptable tolerances. Based on our investigation, we are unable to substantiate the claim for over-drainage. No further actions are required.